Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, when the product was opened, the piston moved unevenly and damaged the lens. Later, a new product was opened, and despite the piston still being uneven, the implantation was performed. The lens was not damaged. There was no patient contact with the device. Follow-up information has been requested however no further information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint piston moved unevenly could not be observed. The plunger was observed fully advanced and the iol was returned outside of the device. The device was received in an unknown sealed pouch. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Stress is observed on the nozzle tip. The lens was returned outside of the device, loose in the unknown pouch. Solution is dried on the iol. Light scratches are observed on the optic. The haptics are intact. Two photos were returned. The first photo shows iol above an eye, no determination of the reported complaint can be made based on the returned photo. The second photo shows company device in a pouch, the plunger is advanced outside of the nozzle tip, the iol is outside of the device in the pouch. No determination of the reported complaint can be made based on the returned photo. The product investigation could not identify the root cause for the reported complaint when product was opened, piston moved unevenly and damaged the lens. The plunger was observed fully advanced and the iol was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).